Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was difficult to move during the botox injection. The following information was provided by the initial reporter: "dr xxx explained to me that the needles he has been using in cosmetic botox injections (bd 320440, insulin syringes with bd ultra-fine needle 8mm 3/10ml 5/16"x31g) has been of intermittent quality - he described the plunger rod being sticky and the needle not being as sharp as he was used to."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was difficult to move during the botox injection. The following information was provided by the initial reporter: "dr xxx explained to me that the needles he has been using in cosmetic botox injections (bd 320440, insulin syringes with bd ultra-fine needle 8mm 3/10ml 5/16"x31g) has been of intermittent quality - he described the plunger rod being sticky and the needle not being as sharp as he was used to."